Event description:
In 2009, the pt was implanted with a gore tag thoracic endoprosthesis to treat a ruptured thoracic aortic aneurysm. The aneurysm was successfully treated with the device without any complications. The following day, the pt had paraplegia on both legs. The physician diagnosed that it was caused by spinal cord ischemia. The csf drainage was performed. Also, naloxone and steroids treatment was provided. The paraplegia was not resolved. As of 2010, the pt is still hospitalized. However, the ruptured aneurysm is excluded completely, showing no complications other than paraplegia.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. The review of the mfg paperwork verified that this lot met all pre-release specs. According to the gore tag thoracic endoprosthesis instructions for use, complications associated with the use of the gore tag thoracic endoprosthesis may include but are not limited to: transient or permanent ischemia, neurologic damage, local or systemic (e.g. Stroke, paraplegia and paraparesis).